Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high capture threshold on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed the rv lead was partially dislodged. The device was reprogrammed and the lead will continue to be monitored until revision. The patient was stable with no adverse consequences.

Event description:
The lead was capped and replaced, and the patient was stable with no adverse consequences.